Manufacturer narrative:
Service technician performed decondentation, replaced purge line filter. Performed calibration and performance tests. Unable to duplicate error. Device fully operational. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "auto fill failure" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.